Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Health care professional reported that multiple levels were greater than 4000 ohms and that the cause was not determined. It was reported that the device was reprogrammed earlier in october. No further complications reported/anticipated.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3889-33, lot# va1d4n4, implanted: (B)(6) 2017, product type lead. Date of event is estimated.

Event description:
Information was received from a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that patient had a problem with her implant. Patient stated it stopped working about 2-3 months after the implantable neurostimulator (ins) was implanted. Patient clarified she experienced return of symptom. She kept going from one program to the next and began experiencing such terrible back pain. Patient reported the pain was off and on but now the pain is more prominent. She tried program 1,2 ,3 and 4 and ¿back and forth¿ and noted her symptoms have gotten worse. She moved and had a new managing healthcare provider (hcp). She had x-ray done and the ins is in placed however ¿stim 2,3 and 4 or the leads ( patient is unsure) are not working, only ¿stim¿ 1 is. Patient stated she shut the ins off when she went to see the hcp and they told her that only number 1 is working. She tried number one and the next morning, her bladder went ¿everywhere¿. She then shut off the ins because she cannot use number one and she had to take ibuprofen ¿to cope with it¿. There was no fall or trauma related to the issue. Patient was advised to follow up with healthcare provider (hcp). There were no further complications that have been reported as a result of this event.